Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with single chamber implantable cardioverter defibrillator (ICD) had a few stored non-sustained and ventricular tachycardia episodes where there was noise on the right ventricular (rv) lead (oversensing of only a few beats). Over the last year, the r waves have diminished from averaging in the 11 mv range to now in the 7 mv range, and pacing impedances have also dropped from 420 to 370 ohms. Additional information provided that the shock impedance also started dropping from around 100 to 30 ohms, and then a month later jumped up to greater than 200 ohms. The noise also continued, so they planned to revise the system and upgrade to an subcutaneous implantable cardioverter defibrillator (s-ICD). During the procedure they were able to see a fracture near the clavicle. During the extraction the patient became hemodynamically unstable, and the chest was opened to repair the right atrial appendage. The lead was surgically capped and the sicd implant was planned for the future. The patient was still recovering in the hospital. No additional adverse patient effects were reported.